Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The patient reported hearing a clicking sound and the surgeon determined that the patient had not fused and one pedicle screw had broken and another screw had potentially loosened. There was no reported harm to the patient however the patient was revised on (B)(6) 2017. X-rays were requested for review however not available. The implants that were removed during the revision surgery were retained as medical waste by the hospital and were not returned for examination. Since the removed implants were not available for examination it is not possible to determine the cause of the reported incident conclusively. The surgeon did however determine that the patient had not fused after 12+ months. K2m spine implants are intended to provide temporary stabilization and should be used as an adjunct to fusion. Spinal implants can be subjected to excessive loading that goes beyond intended design considerations in the case of pseudarthrosis resulting in construct failure. A general manufacturing and inspection records review provided no additional information.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a patient presented with a post-operative screw breakage. The patient was revised ((B)(6) 2017). (Related to 3004774118-2017-00123).